Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photo provided. Sterility has not been breached. Visual evaluation of provided photo found one of the corners of the inner blister was peeled back. Evidence of a conforming seal is present. The product and packaging were retuned with no additional failures to observe. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the corner edge of the inner packaging was partially open and breach detected. Attempts to obtain additional information have been made; however, no more is available.